Manufacturer narrative:
No definitive root cause was determined for the low ods. No biased results were generated and/or reported as the od readings were below the assay qc criteria for sample od value. The field svc engineer (fse) evaluated the instrument and cleaned photometer plate lens and lubricated the filter case and module transport shafts. The instrument tested without further problem. Repairs have returned the instrument to expected operation.